Event description:
It was reported that this lead was capped. A new right ventricular (rv) lead was successfully implanted. It was noted that this lead exhibited loss of capture (loc). The patient presented to the emergency room (ER) with bradycardia. No additional adverse patient effects were reported.